Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 80 mg/dl and 23 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device, and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
It was reported that during a percutaneous coronary intervention procedure, the balloon catheter became stuck on the guide wire. The target lesion was located in the moderately calcified and moderately tortuous left anterior descending (lad) artery. Vascular access was obtained via the right femoral artery. While advancing the 2 x 9mm maverick over-the-wire balloon catheter over a non bsc 190cm guide wire, the catheter became stuck on the wire. The devices were removed together as a unit and the procedure was completed successfully with another of the same device. There were no patient complications reported and the patient's condition is reported as `ok'.